Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient ethnicity and race were not provided for reporting. This report is for one bab tough strips extra large 10s USA (B)(4) 8137004424usa 8137004424usa. (B)(4), lot #: 1279b, UDI #: (B)(4). Device is not expected to be returned for manufacturer review/investigation. Device history records review was completed. No non-conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition and product was manufactured per specification. The product was manufactured on 07-may-2019. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
A male consumer reported an event with band aid tough strips extra large. He reported that on (B)(6) 2020 he used a bandage a to cover laceration on his arm from an alligator. After 7 hours, the consumer removed the bandage. While removing the bandage, it tore his skin, leaving bloody open wounds. The consumer stated that he had to send photos to his doctor and get antibiotics. The consumer also applied ointment on area and neosporin on laceration. Consumer stated that the skin is still damaged but healing and the wounds are no longer bleeding.